Manufacturer narrative:
The manufacturer report number corrected and reported under 3016075957-2024-00013 due to a clarification received in the initial reporter (country of incidence updated from mexico to united states). All the further reports will be reported under 3016075957-2024-00013. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company microstent was not received at the manufacturing site and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. A non-health care professional reported that following a company shunt implant procedure, patient returned to the asc (anterior subcapsular cataracts) to have device repositioned. The device had to be removed and a new device had to be inserted in a secondary procedure. The company microstent was not returned for evaluation; thus, the cause of the reported issue cannot be confirmed. Additional information has been requested and no additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following a hydrus shunt implant procedure, the device repositioned. However, it had to be removed and a new device had to be inserted in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).